Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complaint regarding the location of the device tubing. A revision surgery was performed in which the device pump was relocated more dependent in the scrotum, the reservoir was removed and replaced in an alternate location in the abdomen, and the tubing was properly moved and placed. No patient complications were reported.